Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, deep scratch with metal exposed on the top cover; dents and scratches on the front panel recommend replacing the front penal; worn out socket slider switch which causes intermittent use of high intensity mode. The olympus lamp life meter is reading over 500+hours, lamp life had expired. Strongly recommend customers to have lamp replacement for better performance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the xenon light source had a distorted image and a b30 (scope communication error). There were no reports of patient harm.

Event description:
It was reported the issue was found during preparation for use for an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.